Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp for the reported issue "pneumatic did not stop when he tubing removed", evaluated the logs and under recent alarms menu found that there was a "iabp disconnected" alert. The unit alarmed previously when balloon pump was disconnected. The fse could not duplicate the problem and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated in is (B)(6).

Event description:
It was reported that on the cardiosave intra-aortic balloon pump (iabp) the pneumatic would not stop when the helium tube was removed. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.